Manufacturer narrative:
(B)(4). Retainer ring=black. Insulin pump alarmed critical pump error after battery installation. Insulin pump downloaded to crest. However, insulin pump failed to download to thus with blue display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify pump error 53 or cause of critical pump error due to download difficulty. Unable to verify pump error 2, pump error 19, pump error 28 or pump error 81 due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was able to clear the alarms. And able to completed the rewind. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.